Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2010, product type: lead. Product ID: neu_ unknown_prog, product type: programmer, physician. Product ID: neu_unknown_lead, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported swelling and stinging at pocket site since (B)(6) 2011. On (B)(6) 2011 swelling had gone down and stinging was no longer felt. Hcp tested for infection and results were unknown. Additional information received reported that the patient was a potential replacement patient but the patient did not need an appointment because her device was previously explanted. After implant, the patient's device was working great until about 10 months in when the implant site became red and swollen. At that time the patient's device was removed and revised to the other side.